Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 (mg/dl). Correction boluses were delivered to address bg levels. Due to event occurring in the past, troubleshooting with tandem technical support was unable to be performed. Recommendation was made to consult with their health care provider to discuss diabetes management.